Event description:
It was reported that the customer experienced low blood glucose. The mother believes the insulin gave more insulin as the indicator went from two to one bar left. It was stated that the bolus wizard was turned off, but the mother turned on again, changed the ratio, and new basal rates were entered per hospital request. Check the bolus history and all the programming was correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.